Event description:
The patient reportedly developed an ulcer at the implant site. The doctor prescribed bactroban ointment to be used two times a day and recommended to discontinue use of the external equipment. It was reported that another magnet was added to the patient's external equipment to increase retention. The patient's implant site is healing well. The patient is being monitored.